Manufacturer narrative:
Per tandem¿s t:slim x2 g5 user guide: "your t:slim x2 pump is watertight to a depth of 3 feet for up to 30 minutes (ipx7 rating), but it is not waterproof. Your pump should not be worn while swimming, scuba diving, surfing, or during any other activities that could submerge the pump for an extended period of time. Your pump should not be worn in hot tubs or jacuzzis." The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer inadvertently dropped the pump in oil. Subsequently, the oil "ate away the cartridge", and the pump did not function as intended. Customer experienced ongoing elevated blood glucose (bg) levels of 590 mg/dl. Manual insulin injections were used to address bg. Reportedly, the customer continued to use the pump for insulin therapy.